Manufacturer narrative:
The device was returned for analysis. A visual and tactile examination of the hypotube shaft revealed a break 61 cm distal to the strain relief and multiple kinks along the length of the hypotube shaft. Examination of the outer and inner lumen and the mid-shaft section found no issues. Microscopic analysis revealed no issues with the stent, balloon, outer and inner lumen and mid-shaft section, or the tip. The device was able to be loaded on a 0.014-inch test guidewire without issues.

Event description:
Reportable based on device analysis completed on 6dec2023. It was reported that advancing difficulties were encountered. The 24 x 3.50 promus premier drug eluting stent was selected for use. The lesion was prepared with non compliant balloon expansion, but the stent encountered resistance navigating to the target lesion. The device was removed, and the procedure completed with a different device. There were no patient complications reported and the patient condition following the procedure was stable. However, device analysis revealed a shaft break.